Event description:
On (B)(6)2025, an ilet user called in from physical therapy, reporting a low bg reading of 61 mg/dl with a downward trend arrow. The customer felt lightheaded, short of breath, and experienced a "weird finger sensation". Her physical therapist provided cookies and juice, and a bgm check later showed a bg of 100 mg/dl. The agent confirmed no insulin delivery was occurring and advised monitoring. The physical therapist continued to assist, and the customer was advised to go to the ER if necessary. On (B)(6)2025, the customer called again and reported feeling fine after returning home from physical therapy, but later her neighbor found her passed out, and ems was called. She was transported to the hospital and admitted on (B)(6)2025. The customer did not believe it was related to diabetes, and she was upset with her treatment at the hospital. While there, her bg was managed with cookies and juice. On (B)(6)2025, the customer confirmed she was discharged from the hospital on (B)(6)2025.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.